Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the reported oversensing was not confirmed. Review of save-to-disk data showed noise on both the atrial and ventricular channels. At functional test, the device had no pacing output without a programming head placed over it, but further analysis could not confirm this condition. Damage to the rv (right ventricular) grommet was noted. However, with the symptoms unconfirmed and no way to reintroduce them, no conclusion could be drawn.

Event description:
It was reported that there was oversensing and noise, which led to 19 inappropriate shocks while the patient was in the emergency room. It was further reported that there was sensing difficulty. The device was explanted and replaced. No further patient complications have been reported as a result of this event.